Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant products: 4076 implantable pacing lead (B)(6) 2012; 0174 competitor implantable tachy lead (B)(6) 2007.

Event description:
It was reported that the left ventricular (lv) lead caused diaphragmatic stimulation. The lead was programmed off and remains implanted. It was noted that the patient is taking part in the (B)(6) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.